Event description:
Surgeon was implanting a dhhs plate and 12.7mm lag screw for an orif of a trochanteric fracture. When attempting to seat the plate on top of the lag screw with the impactor, the screw did not seat, and it advanced through the femoral head. The screw and plate became jammed to together and both were removed. Subsequently, a second plate and lag screw were seated properly with no further problem. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Device not returned for eval. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met specifications.